Event description:
I was originally using the 10 day freestyle libre flash glucose monitoring system and had no problems or issues. In (B)(6) 2019 I started using the 14 day freestyle libre flash glucose monitoring system and continual itching issues started around and under the sensors. After removing the sensors, the skin was not continually for weeks after and the complete healing process appears to take months were previously with the 10 day system healing would be complete in a few days regarding the skin that the sensor had covered. I called abbott the maker of the system to find out if any changes had been made to the 14 day system as opposed to the 10 day system. The rep did not know. Skin damage. FDA safety report ID# (B)(4).